Manufacturer narrative:
The animas representative reviewed the pump settings, confirmed that there is no leaking or air in the cartridge or tubing, and that the infusion site appears healthy with no bleeding or signs of scar tissue. The animas representative recommended patient not to pre-fill cartridges since patient was pre-filling cartridges in the past. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient reportedly experienced elevated blood glucose levels as high as over 600 mg/dl with symptoms of polyurea, polydipsia, as well as nausea, which were self-treated.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data was in the black box or download histories from the time of the reported low bgs due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.